Manufacturer narrative:
Facility is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the muffler and compressor scroll, and performed all functional and safety checks to meet factory specifications. Unit completed repair with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed for high system temperature. There was no patient harm reported.